Event description:
It was reported that pump had recurring usb port disconnection that made charging difficult and caused multiple interruptions during software update attempts, even though different usb cables were tried by both customer and clinic nurse and those cables worked with other pumps. There was no reported impact to the customer¿s blood glucose level. Customer ultimately completed software update, and distributor arranged pump replacement under warranty with device return, with no further information expected regarding the event outcome.